Manufacturer narrative:
This report is for an unknown plates: lcp pediatric plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: ziebarth, k., kaiser, n., and slongo, t. (2021), approaches and fixation of femoral neck fractures in children¿transgluteal approach, operative orthopedics and traumatology, vol. 33 (xx), pages 36-45 (switzerland). The aim of this study is to present a transgluteal approach for anatomical reduction of femoral neck fractures (extra-intraarticular) in children under preservation of the blood supply of the femoral head. Over the past 10 years, a total of 29 patients (17 boys, 12 girls) with an average age of 10 years have been operated on using this surgical approach. Plate osteosynthesis was performed using lcp pediatric hip plate, depuy synthes, zuchwil, switzerland, fracture plate 130°. The mean follow-up period was unknown. The following complications were reported as follows: 3 patients required revision surgery due to insufficient reduction (1 patient) or insufficient fixation of the fracture (2 patients, plate too short, screws not fixed at stable angles). This report is for an unknown synthes 130 degrees lcp pediatric hip plate and unknown synthes locking screws.